Event description:
A review of the article reported the following adverse event. One patient experienced unexplained chest pain, initially suspected to be related to coronary syndrome, but no significant abnormalities were observed on coronary angiography. At the 1-month follow-up, the patient was found to have a moderate pleural effusion, treated with thoracic puncture and catheter drainage.

Manufacturer narrative:
Based on the information provided, the causes of the operative complications cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation (apa): single-port robotic-assisted approach in thoracic surgery: a prospective real-world study 10.1093/icvts/ivaf161 li-2025-single-port robotic-assisted approach.pdf. Https://doi.org/10.1093/icvts/ivaf161 section b3: date of event - due to lack of specific information regarding the event date associated with the adverse event, the article published date was used. Section d4: there is insufficient information to determine the specific system that was used during the procedures with complications; thus, a generic sp system was reported. Section e: initial reporter name is the designated article correspondence author.